Event description:
It was reported that during a generator change procedure, when the pacemaker was taken out of pocket, pacing was lost with inhibition for a few seconds. The pacemaker was checked, and setting had gone unipolar. A safety switch was discussed as the possible cause for this observation. Furthermore, signal artifact monitoring events were found at device memory and showed high, out of range pacing impedances for the right atrial (ra) lead and low, out of range for this right ventricular lead. The pacemaker was explanted and a new one implanted and the rv lead remains in service with the new pacemaker. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).